Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to verify the external flash crc error due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed external flash error. No further details were given. The insulin pump was returned and replaced.